Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter due to urine leakage when the patient coughed or lifted a heavy object and used the pad. One month later, the patient had the artificial urinary sphincter 5.5 cm cuff replaced with a 4.0 cm cuff. Following the surgery, the patient was stable, no longer required pads and the event resolved.